Event description:
It was reported that the patient was intubated with a nim emg tube for a total thyroidectomy. The stim on the nim vital was set to 1.0 and a muting probe (nim clamp) was used with the bovie pad cord and bovie pencil cord. When using a prass probe the surgeon said that ¿the nerve stim was not working and was making noise at every move.¿ during troubleshooting a nim 3.0 was brought into the room and plugged in using the same settings. The same sounds were observed from the machine.¿ at this time anesthesia reintubated with a glidescope to ensure that the emg tube was in the correct position; ¿the nim still made the same noise.¿ ¿the ani was called into the room and spoke with the medtronic rep to troubleshoot; during this time a rln [recurrent laryngeal nerve] was accidentally cut. The patient was reintubated with a new nim emg tube and it was plugged into the nim 3.0 machine and was working appropriately.¿ the issue resulted in a 30 minute procedural delay and reported patient injury. Additional information received to clarify the event: it was confirmed that the first emg tube was placed ¿without visualization of nim leads¿; however, after the sounds were heard from the nim the same tube was reintubated with the use of a glidescope ¿to ensure that the emg tube was in the correct position; ¿the nim still made the same noise.¿ at this time the ani was called into the room and spoke with the medtronic rep to troubleshoot; ¿during this time a rln [recurrent laryngeal nerve] was inadvertently transected. Surgical intervention included ¿anastomosis of nerve ends without tension with vein wrap technique using an anterior jugular vein. The patient was placed on a calcium channel blocker as studies have shown return of function after some rln and fn injuries using this medication (nimodipine).¿ the patient was reintubated with a new nim emg tube using a visual laryngoscope and it was plugged into the nim 3.0 machine and was working appropriately.¿ ¿the case was continued after the second tube was placed. After discussion with family regarding moving forward to the second side, they chose to proceed and therefore the contralateral side was completed with two attending surgeons.¿ the issue resulted in a 30-minute procedural delay.¿ the patient is currently ¿stable at home with no subjective change of voice¿, should know final status of vocal fold function in 3-6 months.

Manufacturer narrative:
H3: product analysis found that visually, the product was returned in a large red bag (double red bag). There was no significant damage to the packaging carton. When returned, the packaging carton contained an insert and a size 6 trivantage tube. There was no damage noted in the construction of the tube. There were traces of contamination found on the cuff and there were traces of voids found in trace pads. There was also a white surgical tape wrapped around the tube near the clamp shell when returned. The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (47.8 ohms), red with white stripe (60.4 ohms), blue (57.6 ohms), and blue with white stripe (29.5 ohms), all electrodes within specifications. Functionally, the device was connected to the nim system while the trace pads were submerged in a saline solution for functional test. The electrode check passed, and during the functional test there was no noise recorded. The bend test was performed where each trace for each electrode was bent individually (using the flexible stylet,) and there was no change in the outcome from the previous test (before bend test). There were no issues found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.